Event description:
It was reported that a device was defective out of the package. During unpacking of the device it was noted that the marker bands of a 4.0 x 15mm flextome cutting balloon catheter were not lined up with the shoulder of the balloon.

Event description:
It was reported that a device was defective out of the package. During unpacking of the device it was noted that the marker bands of a 4.0 x 15mm flextome cutting balloon catheter were not lined up with the shoulder of the balloon.

Manufacturer narrative:
Device evaluated by manufacturer: device received for analysis. A visual examination of the returned device identified shaft stretching from 24.6cm to 35.1cm from the catheter tip. The shaft was also twisted. This is consistent with excessive force being applied to the device during use. A visual examination confirmed the inner lumen had detached. The length of the gap from the inner lumen and the distal bond was <0.5mm. Markerband positioning was acceptable. Each markerband was outside of the blade working length. A microscopic examination of the blades found no issues. All blades were present and fully bonded to the balloon. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a device was defective out of the package. During unpacking of the device it was noted that the marker bands of a 4.0 x 15mm flextome cutting balloon catheter were not lined up with the shoulder of the balloon.